Manufacturer narrative:
Initial reporter city: hamamatsu city, shizuoka prefecture.

Event description:
It was reported that balloon ruptured. A 3.50 mm x 20.00 mm agent dcb balloon was selected for use. During the procedure, during inflation there was dilation problem. Balloon ruptured was noted. Device was removed without any problem using the normal method. Procedure was completed with different device and no patient injury was reported.

Manufacturer narrative:
Initial reporter city:(B)(6). Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.50 mm x 20.00 mm balloon catheter, catheter batch 30160610. Visual, tactile, microscopic and leakage analysis was performed on the device. A detailed microscopic examination of the balloon identified a pinhole, 2mm proximal to the proximal markerband. An attempt was made to inflate the balloon however the pressure was unable to be maintained as inflation liquid was observed leaking from the pinhole on the balloon material. Device analysis confirmed the complaint allegation of balloon failure to inflate and balloon material rupture.

Event description:
It was reported that balloon ruptured. A 3.50 mm x 20.00 mm agent dcb balloon was selected for use. During the procedure, during inflation there was dilation problem. Balloon ruptured was noted. Device was removed without any problem using the normal method. Procedure was completed with different device and no patient injury was reported.